Manufacturer narrative:
H10: a philips service engineer (se) reported that the v60 ventilator was repaired, and the touchscreen was replaced. The se then performed all testing in accordance with the service manual, and all criteria were met. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was unresponsive. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen that was unresponsive. The customer reported that the device had recently had the power management (pm) board replaced, and now the touchscreen was unresponsive. Onsite service was requested. Investigation ongoing.